Manufacturer narrative:
The product was requested.however, the technical investigation could not be performed since the product was scrapped by the customer. However,maquet cardiopulmonary ag is aware of similar complaints from a similar product. Similar products, showing a similar malfunction, have been investigated in #(B)(4): the investigation was performed on the product (B)(4).the oxygenator was flushed with water and cleaned with incidin liquid.visual inspection and leak test (blood side) were performed. A crack was detected at the blood outlet connector of the oxygenator (position 7. Luer lock connector on the outlet side) and oxygenator leaked from through this crack. Based on this, the failure could be confirmed. Device history records for lot the oxygenator could not be reviewed since the lot number and the serial number of the oxygenator is unknown. Device history records for lot 92251268 were reviewed. There were no references found, which are indicating a nonconformance of the product in question. There is 100% visual controls for oxygenators during manufacturing regarding damages. Based on this, no manufacturing problem could be detected. The reported failure was identified as part of the current risk management file (dms#(B)(4)). Mitigations for this specific failure are in place as per instruction for use warnings and design specifications. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. Trend search was performed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Thus, no remedial action required. A review for potential fscas related to this complaint was performed. The product in this complaint is not in scope of any fsca. No nc/CAPA record was found related to this failure for this affected component. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer, ''three pediatric oxygenators vkmo 31000 corresponding to lot no. 92251268, presented blood leaks in the connector during its use, also indicating that part of the protocol is to check that the oxygenators before use are completely sealed and that they do not have no hit so it seems that the problem stems from a factory failure.''